Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to a break. The device broke while the patient was sitting down. When he got up, the device remained on the chair. An ultrasound scan found the balloon and the tip of the device remained in the bladder. The patient was taken to the operating room for cytoscopic removal of the balloon and the device tip.

Manufacturer narrative:
According to the available information, there was damage on a prostatic silicone catheter. After receiving this complaint, we searched for other complaints and found none regarding the lot number 8498226. Checking the quality databases did not reveal any anomaly in relation to the described defect. A similar case study was performed over last four year on this item xb6l20 defect damaged broken. Observation of the returned sample showed the balloon and tip are snatched from the catheter. A tensile test on tip part was performed on this reference xb6l20 onto 15 items. The investigation on the incriminated device did not allow to conclude on the root cause analysis: probably a misuse (catheter inappropriately fixed, inducing an excessive traction on the catheter), or both. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A clinical assessment was done. The catheter broken inside the patient¿s body represent a clinical risk rated severity 3 for reintervention to remove the fragments from the bladder: this is an invasive act using cystoscopy, that can be associated with risk of urinary tract infection and urethral lesions. Moreover, following this reintervention, the patient should be catheterized again with a new urinary catheter. The silicone prostatic catheters -such as xb6l- are routinely used as self-retaining tubes for urinary drainage following prostate or bladder surgeries. This type of medical device must only be used by trained and experienced professionals. The incident described as catheter tip broken following the patient got up from this chair is severity 3 referring to our procedure for risk management sba06023, as it led to re-intervention under cystoscopy to remove the fragments, with potential clinical risks of urethral lesion and urinary tract infection.